Manufacturer narrative:
The service engineer (se) replaced the safety valve however, the issue was not resolved. The se replaced the inspiratory flow module (ifm) and performed extended self-testing on the device and all tests passed. The ventilator was returned to the customer. The ifm was returned to medtronic for failure investigation. There was no evidence of visible anomalies and/or damage that may have contributed to the reported event. The returned part was installed into a test ventilator and the ventilator was powered up in the "service mode". The ventilator failed the power on self test. Visual inspection showed the tube that connects the ifm printed circuit board assembly (pcba) to the accumulator was stuck between the ¿p¿ clamp and the accumulator. This appears to have occurred during service. With the tube fixed all testing passed except the leak test. The reported event for failed est; safety valve failed to open was duplicated. The analysis determined a faulty ps2 sensor on the I fm-blindmate pcba as possible root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the (extended self-test) of a 980 ventilator, the safety valve failed to open during the mixed leak test. The ventilator was not in use on a patient at the time the event occurred.